Event description:
A falsely depressed troponin I result was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument date indicate that the cause for the falsely depressed troponin I result was removal of the sample before auto repeat completed. The instrument is performing within specifications. No further evaluation of the device is required.